Event description:
As reported by the edwards field clinical specialist, a dissection in the left common femoral artery was noted post transcatheter aortic valve replacement (tavr). The vessel was dilated up to 25fr with the edwards dilators and advancement of the 24f sheath was attempted carefully without success. It was then decided to use the 22fr sheath to insert a 23mm sapien valve, since the annulus measurement would allow implantation of a 23mm valve. A second set of dilators were opened to use a new 25f dilator before inserting the 22f sheath, which was inserted without difficulty. The procedure was completed successfully and without any other incident. The vessel access site was closed with perclose devices while a cordis optapro balloon was inflated in the left common iliac to decrease blood loss. The left leg appeared mottled and doppler revealed a diminished pulse in the left foot as the patient was moved off the table. The patient was re-prepped and an angiogram revealed a dissection in the left common femoral artery. This was repaired by vascular surgery using a gortex graft. The patient is currently recovering without complications. Two days after the procedure, the cardiovascular surgeon and the interventional cardiologist discussed the dissection and they could not determine whether it was the perclose closure device or one of the edwards sheaths that caused the dissection.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site. In addition, there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 8.0mm, and the vessels were noted to be severely calcified and non tortuous. The root cause for the reported dissection cannot be confirmed. However, the severe vessel calcification could have contributed to the reported event. In addition, per report, the physicians could not determine if the dissection was caused by the perclose closure device or the edwards sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.